Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the inability to remove the lock line. It was reported that the initial mitraclip procedure was performed on an unknown date, to treat functional mitral regurgitation (mr) with a grade of 4. A clip was advanced and attempted to be deployed. However, during deployment the lockline could not be removed. After pulling 30 cm on one end, a hard stop was felt and the lockline could not be completely pulled out. Troubleshooting was performed. After using a clamp the locklever could be pulled back and the clip was able to be removed from the anatomy. Two clips were implanted and the mr was reduced to <1. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.